Event description:
A dexcom patient care specialist contacted dexcom technical support on (B)(6) 2013 to report a hypoglycemic event and cgm inaccuracies, on behalf of a patient, which occurred on (B)(6) 2013. The patient reported that on (B)(6) 2014 his cgm read 170 mg/dl and blood glucose meter read 40 mg/dl and reported that he passed out at a restaurant at 4:30 pm that day. Paramedics were called. The patient reported that ems had arrived about 15 minutes later, administered d50 intravenously, and the patient indicated that he responded immediately as his blood glucose went to 138 mg/dl. On (B)(6) 2014, dexcom technical made a follow-up call to the patient and the patient indicated that he was fine and had recovered. On (B)(6) 2013 the patient called in to dexcom technical support to send in data from his receiver. Upon assessment of the data on (B)(4) 2014, dexcom staff noted that the data received from the patient did not capture the date range which included the incident on (B)(6) 2013. As a result, dexcom technical support followed-up with the patient, via email, and requested the correct date range of data.